Manufacturer narrative:
Additional information was added to d9, e1 phone #, h3, h4 and h6. E1: initial reporter phone no. (Additional): (B)(6). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak and gravity testing were performed which revealed a leak at the chamber level. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the chamber base. This issue was identified during priming. Therefore, there was not patient involvement. No additional information is available.